Event description:
It was reported that the flip up handles would not lock/latch due to missing trigger assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.